Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that a small battery drive was failing during cases. It was indicated that sometimes they would need two to three batteries per case. This is 2 of 2 report for complaint #(B)(4).